Event description:
It was reported that a file separated. Outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opiniion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for eval, though has not been returned as of this report. Further info pertaining to this event including eval results, will be submitted as it becomes available.